Event description:
Device 1 of 2. Ref MFR report #: 1627487-2011-05330. The pt received her scs system on (B)(6) 2011 including an ipg and a paddle lead. It was reported that pt was experiencing overstimulation at the ipg pocket site. She felt this whenever she turned a certain way and when she turned the amplitude up. During a reprogramming visit with an sjm rep she experienced overstimulation when the stimulation was turned off. The sjm rep tried incrementally decreasing the amplitude until stimulation was off but pt still felt a buzz/massaging sensation at ipg site. She also felt a buzz/massaging sensation at ipg site when pressure was applied to the ipg site (stimulation is off). Allegedly the pt underwent an x-ray and the results did not show any apparent connection issues. A replacement programmer did not resolve the issue. As a result, the pt's ipg was explanted and replaced. When tested in recovery the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.